Event description:
It was reported that the patient's left hip was revised due to poly wear. A head/ liner exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was confirmed. Method & results -product evaluation and results: visual analysis: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted liner and head . From the photographs provided there is evidence of wear for the device. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to wear. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted liner and head . Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned to the manufacturer.